Event description:
It was reported that the l arm on the sys 9600 could not rotate. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The l arm motor drive was replaced. The sys was tested and found to be working as intended and placed back into service.